Event description:
It was reported that a user experienced a pairing failure between the dexcom g7 cgm and the ilet while the dexcom app continued to display glucose values, indicating the cgm was functioning; the user performed troubleshooting including toggling settings, restarting, and re-entering the sensor pairing code, after which the pairing process was able to restart. Symptoms included no adverse physiological effects. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included technical support troubleshooting and guidance to reinitiate the pairing workflow. Investigation of this case revealed a communication and connectivity issue between the cgm and the ilet, with the cgm hardware and sensor remaining functional as confirmed by ongoing app readings. It was concluded, based on previously established findings for similar reports, that the cause was a transient pairing or communication anomaly resolvable through standard reconnection steps.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.